Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility - however, it is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope causes the gauge to drop when tested in the water leakage tester. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole on the video cable. The device evaluation found that the adhesive around the objective lens was peeled. Additional findings include the following: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the forceps elevator lever had a stain, the protector of the universal cord on the scope connector side had a scratch, the indication on the light guide connector was not correct, and the video connector had a crack / was deformed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.